Manufacturer narrative:
(B)(4). The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Upon investigation, the balloon was deflated and there was no damage noted to the catheter. A .014" guidewire was inserted into the tip and advanced through the lumen. Positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the distal markerband. Inspection presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. From the information available and the investigation it is most likely that operational context was the cause of the reported event.

Event description:
Analysis of the returned device revealed a pinhole in the balloon wall. There was no reported clinical consequence ot the patient.